Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test and unit has no voltage. Functional testing was performed and there was no failure detected. The reported event of loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/21/2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed and resulted in a failed transmitter. A voltage test was performed and failed due to the unit having no voltage. The reported customer complaint was not confirmed. The root cause could not be determined post investigation.